Manufacturer narrative:
The reagent lot number was 782848. The expiration date was not provided. The field service representative cleaned the sample probes. He found blood contamination around the cuvettes. He cleaned the contamination off. No hardware-related issues were reported. The cause of the contamination could not be determined. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hba1c results for 1 patient on a cobas c 503 analytical unit. Sample 1: the result was 5.9%. Sample 2: the patient was tested at another laboratory using another method (abbott) and the result was 5.4%. Sample 3: the initial result was 6.0%. The sample was retested at another laboratory using another method (siemens analyzer) and the result was 5.4%, the results were reported outside the laboratory.